Manufacturer narrative:
The customer reported the line would not prime past the filter, and returned one blood set of material 2278-0500, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. There was one note, that the blood in the set had not passed the filter and the drip chamber, and the tubing below that was was completely untouched. The blood was drained by cutting the drip chamber near the bottom. The tubing was also cut off just below the drip chamber. These actions helped to better visualize the drip chamber exit and the tubing connection, which verified the complaint of occlusion. There was absolutely no flow, and the connection was completely blocked off. The root cause for the issue was unable to be traced to bd manufacturing process. The supplier of the drip chamber component was contacted about the failure, and they were also unable to identify any root cause. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was occluded. The following information was received by the initial reporter with the following: it was reported by the customer that blood was able to be primed to the filter, but could not continue to prime the line past the filter. Blood set tubing stayed in place. However, a different 'double head' tubing was then spiked and was used for the infusion.